Manufacturer narrative:
A variety of operations logs were examined and compared to identify the timing and sequence of events which occurred on the two computers and to infer the cause of the missing images based on the software algorithms. Qamanager is designed for correcting studies and its use is often restricted to those who understand that it removes the study from the archive, making it unavailable. Other products are available for viewing studies without affecting the archive. The apparent use of qamanager to check whether the study was in the archive when it had just been sent back was inappropriate. A theoretical risk of the event had been previously identified and new versions of both software programs had been recently released to implement a locking mechanism to prevent such errors. As a result, we were able to install the upgrade and prevent future occurrences. User training was also performed because the inappropriate use of qamanager can have other consequences. Evaluation summary: logs for qamanager, fileroom, and two other components used in transferring images from qamanager back to the archive were examined along with the phi log (which indicated when and where the study was created, deleted, or modified) and dicom detail logs which had been left enabled. A timeline was reconstructed from these logs. Seventeen images were originally sent from the modality to fileroom (via (B)(6)). At 9:44 am, a user pulled over 17 images from the archive with qamanager. At 9:47:02, 9:47:30, and 9:47:37 am, an image was deleted, leaving 14 images. At 9:48:04, the user sent the study to pacs, which resulted in its being written to a local folder, to be sent by dicomforward to and fileroom both poll their input folders at timed intervals. At 9:48:13, dicomforward finished sending all 14 images. At 9:48:17am, fileroom processed 14 images. Simultaneously, at 9:48:17 am, a user used qamanager to retrieve 6 images from the archive and remove the study from the archive.

Event description:
A customer called to report that images were missing from an outpatient's recent ultrasound study. By examining logs, it was determined that a user had used qamanager to pull the study out of the archive for correction (specifically, to delete three images), then sent it back to the archive. After 13 seconds, the user pulled the study out of the archive again, at the same time that fileroom was processing images into the archive. Within less than a second, qamanager pulled out six images in the archive, fileroom processed an additional eight into the archive, and then qamanager deleted the study from the archive. The user then sent the study back to the archive without modification. A user pulled the study out of the archive and sent it back more than once.